Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol (intraocular lens) model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, the lens was located in the capsule bag. The surgeon observed that one haptic was torn off by two thirds from the optical part. The surgery was completed successfully. The lens remained in the capsule bag. The patient was discharged home with arithmancy. The patient had an appointment. The surgeon decided to reimplant the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).